Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# unknown implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent battery replacement for an implantable neurostimulator due to normal battery depletion. A couple of days after the implant procedure, the patient experienced issues with the communicator and handset. Caller reports the lights on the communicator blue/green lights and then there was a purple light. Caller reports the charge level on the communicator fluctuate, charge to full and then about 1-2 hours later the communicator is dead. Caller do not know if the communicator was being used at that time. Pt stated that they had been experiencing a number of issues with the equipment. Pt stated that the handset had shown a number of different errors. Pt stated that the ins battery had been consistently draining. Pt stated that they saw the rep yesterday who put new programs in which seemed to help the draining issue. Pt stated that a lot of times, the handset couldn't find the communicator and the battery was draining really fast, so they would have to charge the devices before they could connect again since the devices would be dead. Pt stated that they would see orange and purple lights on the communicator. Agent asked the pt if they were seeing those lights on the communicator now and pt stated that there were no lights on the communicator. Agent had the pt turn the communicator on, however pt stated that the communicator was dead. Agent had the pt connect the power supply to the communicator. Pt stated that the communicator green light was flashing and that the blue light was solid. Agent had the pt attempt to connect and the handset and communicator connected to each other and the ins without any issues. Pt stated that the ins was at 90% and the communicator was at 80%. Pt stated that if they wanted the communicator battery to last more than a day, they had to turn the communicator off, however the communicator battery still drained. Pt was upset throughout the call and stated that they had about 77 entries worth of issues that they had over the last couple weeks. Pt stated that the handset would show errors and that they needed to call the clinician and mdt. Pt provided the following errors: service code 301 communicator battery low, service code 335 neurostimulator battery low, 9727 recharger app alert, and 388 (pt stated that they were not recharging at the same time however when that one appeared). Pt stated that there was also a message that said something like the communicator was overloading the programmer and that it needed to be killed, however they didn't recall the exact wording.